Event description:
Latitude monitor malfunction; I have the emblem model 3501 electrode that is being recalled and I don't think either the cardiologist or surgeon have taken this seriously. I want boston scientific to rectify and pay for replacement s-ICD. This has been very traumatic. I just got the unit put in (B)(6) 2020. And recovery was long. This was supposed to help keep me alive but now it could kill me. FDA safety report ID # (B)(4).